Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection showed that a non-original equipment manufacturer seal was on the device. Physical condition found non-original equipment top case and battery pack identified, cracked battery door, cracked right plunger case. Event history log showed syringe flange not in place. The reported problem was duplicated during syringe test process. Syringe flange sensor was out of the socket due to incorrectly being assembled by the customer. To resolve the issue, the syringe flange sensor was replaced, reassembled and recalibrated. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not recognizing when the syringe was in place during a return device services. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.